Event description:
It was reported that urine leakage occurred after the placement on 4/14/2019. (The catheter was placed on 4/9/2019.) On 4/14/2019, the balloon was unable to deflate after the inflation funnel was cut off. The user attempted to rupture the balloon by inserting a wire, but failed. Eventually the catheter was cut by the user. And the tip of the catheter was pushed into the patient¿s bladder by a new catheter. The balloon was burst by inserting the guidewire. The tip of catheter was left inside the patient. Per additional information received from ibc representative on 20-may-19, the 2nd catheter was removed without problem. On 5/16/2019, a doctor confirmed an inflated balloon in the bladder by cystoscopy. After the user ruptured the balloon using a laser, the fragment was removed using forceps. A new catheter was placed.

Manufacturer narrative:
Received only catheter cut into 4 pcs. Sample was evaluated and found catheter can be inflate and deflate without difficulties. Due to poor condition of the returned sample, a complete evaluation could not be performed. How and when problem occurred could not be determined. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: precautions for use. When resistance is encountered in inserting catheter, stop the procedure and remove the catheter. When deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] No substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] do not wipe catheter surface with organic solvents such as alcohol. Do not aspirate urine through drainage funnel wall. Since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. When urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. Avoid force on the connecting parts as they may be accidentally disconnected due to the weight of the drainage bag etc. And may cause urine spill. Do not pull or twist the outlet tube. Also, do not squeeze the drainage bag. [The joint of the drainage bag and the outlet tube may be damaged and urine leakage may occur." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine leakage occurred after the placement . The balloon was unable to deflate after the inflation funnel was cut off. Eventually the catheter was not removed, the balloon was burst by inserting the guide wire. The tip of catheter was left inside the patient.